Manufacturer narrative:
Tandem¿s pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that there were large air bubbles in the infusion set tubing. Reportedly, customer did not perform that cartridge air removal step when filling the cartridge with insulin. Blood glucose was 563 mg/dl which was addressed with a bolus via the pump. Customer declined troubleshooting.